Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's implant now has 9 electrode channels showing hi impedances. The patient underwent re-positioning surgery in 2007.